Event description:
Procedure type: colostomy takedown. According to the reporter: surgeon took down ileostomy laparoscopically, used 28eeaxl to create anastomosis to bowel. Donut with purse string was intact; distal donut was incomplete. Did a leak test and detected bubbles. Patient was opened, sigmoid was stapled distal to failed anastomosis using egiaustnd and egiaradmt. Eeaxl28 was used to re-anastomose bowel. Leak test was successful. No reinforcement material was used. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).